Event description:
A malfunction alarm marked as "malf 13" was reported, with the fault ID available as [13-0x2140]. The customer did not report any notable events prior to the malfunction and was unable or declined to confirm if their blood glucose level exceeded a certain threshold. There was no adverse impact on the customer¿s blood glucose level. To resolve the issue, the technical support team arranged for a replacement pump since the original was under warranty. The customer planned to use multiple daily injections as backup therapy to ensure continued insulin delivery. The customer was guided on how to put the malfunctioning pump into storage mode and was instructed to return it within ten days using a pre-paid shipping label, which they understood and acknowledged.